Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose level was over 600 mg/dl and on the next day, it was 38 mg/dl. The customer declined troubleshooting for both high as well as low blood glucose. The customer was treated with insulin pump for high and with food for low blood glucose. The insulin pump will not be returned for analysis.